Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that chemo leaked from a bd phaseal¿ connector luer lock c35j. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: on sample was received for evaluation. The leakage was verified upon leak testing of the sample received. However, the defect found was a crack in the attached infusion set and the infusion set that bd does not manufacture. A device history record could not be evaluated as the lot number for the bd device is unknown. The root cause of the leak is the crack in the infusion set that bd does not manufacture. During manufacturing process, several tests and inspections are carried out to avoid faulty parts. Device history record cannot be checked as the lot is unknown. Inspections and tests in manufacturing area: these are the inspections performed during manufacturing process for connector c35: during molding process: visual inspections for connectors are performed by the operator to avoid faulty parts (flashes, unfilled and burned parts, etc) according to ph-300. -critical to quality dimensions of all connector components are measured to check if the dimensions are within tolerance (ph-300). Luer cone and luer thread diameter are checked every 8 hours and at the beginning of the lot and after a machine stop. Go / no go gauge. Tip luer cone diameter is verified at the beginning of the lot and after a machine stop with a caliber. Assembly process: according to ph-303 it is checked the correct welding and position of the membrane, the absence of dirt and the well assembly of the cap. The correct welding of the membrane is doing according to pc-234. Finally, leakage test is performed in the quality lab to ensure the quality and functionality of the membrane according to pc-226. Conclusion according to jfrl report, the leak was confirmed but due to a crack in the infusion set attached which is not a bd device.